Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a frayed grip cable at the distal end on the grip hub. Some bundles/filaments of the cable were frayed but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument did not grip/hold tissue as expected. No damage was noted in neither one of the instrument's end. There was no patient injury. A replacement instrument was used.